Event description:
It was reported that the c-arm rotated freely during a biopsy. No injury reported. A field engineer was dispatched to the site and determined that the rotation switch position needed to be adjusted. Once this was completed the system was working as intended.